Event description:
The customer reported to beckman coulter (bec) that the probe dripped when a sample was run on the coulter act-diff analyzer. The volume was 1-2 mls and the leak was uncontained within the instrument. The customer was wearing gloves and eye protection at the time of this incident (no laboratory coat). The customer did get a few drops on her wrist and washed it off. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No patient samples were affected. No erroneous results were generated in connection to the reported event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Beckman coulter call center personnel had the customer clean the probe wipe and flush the flow path from the probe wipe to the vacuum isolator chamber (vic) with 50% bleach; however, it did not help and field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found plugs in vacuum line tubing at lv8 (clots) and replaced lv8 tubing. The fse also flushed line from probe wipe to vic with bleach using solenoid functions and cleared several smaller clots from the line. After service completion, the fse verified there were no leaks. Failure mode was attributed to clots in vacuum line tubing at lv8 line from probe wipe to vic. (B)(4).